Event description:
The facility's biomedical engineer reported an infusion pump with a triple alarm during patient use. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.